Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving synchron lxi 725 system. Subsequent testing produced lower results within the normal reference interval. The elevated result and retest results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. Quality control (qc) recovery was within the customer's acceptable range prior to and after the event. The customer noted there were no errors in the event log at the time of testing.